Manufacturer narrative:
This complaint is linked to 2 other complaints . This complaint is related to the second cage implanted and which anchoring plates were jammed during impaction. The product was not retuned to ldr medical yet. No visual and functional evaluation could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to obtain more information about this case. Investigation still in progress. Conclusion not yet available. Not returned yet.

Event description:
Roi-c : anchoring plate jammed. From information provided, the above anchoring plate of the first roi-c cage is pushed by the impactor and the cage is found fractured. The patient¿s vertebra is damaged. After the second roi-c cage is implanted which anchoring plate is dead locked. The surgery is completed by the third roi-c cage. The patient was temporarily paralyzed after the surgery and is getting better now. This report is about the second cage which anchoring plates were jammed. Additional information on (B)(6) 2018: the patient has been discharged from hospital after the operation and is still recovering. The first implant was the broken implant, the second implant was the locked implant. The second implant was too deep because the bone in front of the limited-depth on the implant holder was destroyed when the broken implant (the first) was removed. The second implant was inserted a little deeper, but not into the spinal canal. The reference pf the anchoring plates are not available. The surgery was done completely according to the requirement the reporter doesn't know if the axis of the disc space was respected (any sagittal angulation toward head or foot direction). The surgical technique was fully respected for anchoring plate impaction sequence (use of impactor #1 then impactor #2). The reporter doesn't know if the first anchoring plate was fully seated (residual gap between mechanical stop of holder vs impactor, misalignment between laser mark indicators) according to the reporter, it is notpossible that two anchors were implanted in the same slot. There is only one anchor impacted in one slot. No images and sales order available. The issue occurred for implantation of the second anchor. The anchor plates are inserted in the required order. Attempts have been made to obtain more information about this case. There are two other complaints link to this complaint. This complaint is related to the second implant implanted which the anchoring plate jammed. The two others are related to the first implant implanted that break and the temporarily tetraplegia of the patient. Additional information on (B)(6) 2018: the above anchoring plate of the first roi-c cage is pushed by the no. 1 impactor and the cage is found fractured which caused the patient¿s vertebra of the implanted area are damaged. The implantation position of the second cage is deeper than the first one since the first cage has slightly damaged the vertebral body. The anchoring plate of the second cage has locked is suspected caused by the holder. The patient's health condition is complicated before the surgery and it is happened the defect product in operation. So there is a short period of paralysis occur after the operation, and patients are recover normally later.

Manufacturer narrative:
The product was not returned to zimmer biomet colorado. However, pictures were provided which confirm the product identity. These pictures show that the cage is fractured on the end near where the plate is inserted. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The fracture likely occurs due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove.

Event description:
Roi-c : anchoring plate jammed. 3 complaints are opened for below event. Read diligence log for explanation. This complaint is related to the second event: roi-c : anchoring plate jammed. From information provided by the zper, the above anchoring plate of the first roi-c cage is pushed by the impactor and the cage is found fractured. The patient¿s vertebra is damaged. After the second roi-c cage is implanted whose anchoring plate is dead locked. The surgery is completed by the third roi-c cage. The patient was temporarily paralyzed after the surgery and is getting better now. Additional information received on january 03rd 2019 : the broken cage (1st implant) is mc1313p lot number 47734. This cage broke during impaction of second anchoring plate. The second cage used and removed is mc1312p lot number 39464. More details have been provided : the second fusion device, due to the failure of the depth limiting device, the cage was too deep when implanted, which caused the neurothlipsis. So the second cage was removed and the third one was implanted. Question were requested about the reason of the blocked anchoring plate. The reporter suspects that the implant holder is wear. The third cage implanted and remained in patient body is unknown. About the tetraplegia, it happened since the second cage pressured on the nerve.

Event description:
Roi-c : anchoring plate jammed. 3 complaints are opened for below event. Read diligence log for explanation. This complaint is related to the second event: roi-c : anchoring plate jammed. From information provided by the zper, the above anchoring plate of the first roi-c cage is pushed by the impactor and the cage is found fractured. The patient¿s vertebra is damaged. After the second roi-c cage is implanted whose anchoring plate is dead locked. The surgery is completed by the third roi-c cage. The patient was temporarily paralyzed after the surgery and is getting better now. Additional information received on january 03rd 2019 : the broken cage (1rst implant) is mc1313p lot number: 47734. This cage broke during impaction of second anchoring plate. The second cage used and removed is mc1312p lot number: 39464. More details have been provided : the second fusion device, due to the failure of the depth limiting device, the cage was too deep when implanted, which caused the neurothlipsis. So the second cage was removed and the third one was implanted. Question were requested about the reason of the blocked anchoring plate. The reporter suspects that the implant holder is wear. The third cage implanted and remained in patient body is unknown. About the tetraplegia, it happened since the second cage pressured on the nerve.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report ; PMA/510k; if follow-up, what type ; device evaluated by MFR were updated. This complaint is linked to 2 other complaints treated in two separate reports . This complaint is related to the second cage implanted and which anchoring plates were jammed during impaction. The identification of the current product reference and lot number was possible by pictures provided by the reporter. However , his description shows some inconsistency regarding the supplemental information received about the cage implantation order. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information and product return received only poor answers to questions. The likely hypothesis of the event would be user error : the surgeon didn't insert correctly the anchoring plate into cage. Indeed, , as mentioned in the surgical techniques its recommended to insert the anchoring palte in the implant holder axis this would have prevent this kind of issue. In addition , no information was provided about the patient bones states which may also be a potential cause of this event if it was sclerotic. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: remain undetermined. If additional information were received that add a value to this investigation , another report will be sent .